Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-23. H6: investigation summary: six 20019e7d samples were received in open packaging for investigation; three samples were from lot 20125632, two were from lot 20125630 and one was from lot 20125637. Additionally one 2401-0004 sample from lot 20096581 was received in sealed packaging to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the 20019e7d samples; in each instance no flow restrictions or occlusions were identified. Additional testing was performed by connecting the received 2401-0004 set to each 20019e7d sample and flushing with fluid; the connection was found to be secured and no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125632, 20125630 and 20125637 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature CAPA 1998036 has been initiated. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d product in the past 12 months.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day was blocked and didn't allow saline to flow through during the flush. The following information was provided by the initial reporter: "smartsite extension set (20019e7d) doesn't allow saline to be flushed through".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day was blocked and didn't allow saline to flow through during the flush. The following information was provided by the initial reporter: "smartsite extension set (20019e7d) doesn't allow saline to be flushed through"